Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported severe wear of the halogen lamp, insufficient light intensity, and rapid lamp deterioration observed during maintenance involving an olympus halogen light source. There was no patient involvement reported.